Manufacturer narrative:
The bio-med engineering tech at the facility indicated that the fuses were good but the power supply appeared to be dead. A replacement power supply was ordered and shipped to the facility and the original power supply was sent back for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): no pt impact (no known impact or consequence to pt). Product problem(s): "system unable to boot" (failure to power-up). A customer reported getting no response from the system when trying to power on. The bio-medical engineering technician at the facility indicated that the fuse was good but the power supply appeared to be dead. No add'l info was given. No pt impact was reported.